Manufacturer narrative:
(B)(4) increased procedure time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: elective anterior lumbar fusion level: l5-s1 it was reported that on (B)(6) 2016, intra-op, when surgeon was using the metallic template for correct sizing of disk space, while removing the metallic template, the handle became disengaged and the metallic template remained in the patient's disk area. The handle caused harm to a surrounding vessel. Patient had extended surgery time and longer hospitalization.